Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Corrected: d4: lot number. Visual examination of the returned product identified a failed weld between the strike plate and the broach handle. The strike plate was not returned. The handle has been dinged on all sides near the strike plate weld. The distal post hole and orientation feature have been scuffed and dinged. The orientation feature is deformed. The features of the fracture surface visually align with zrm in which an overload fracture failure mode was identified. Complaint confirmed based on evaluation of returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4), g2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that: impactor plate broke during broaching as per surgical technique. The surgery was completed using another device. There is no additional information available at the time of this report.